Manufacturer narrative:
Film evaluation summary: the reported difficulty positioning the device was confirmed based on the images provided. Review of the pre-procedural CT and procedural angiographic images demonstrates a steeply angulated type iii aortic arch and significant tortuosity of the descending thoracic aorta. Based on these findings, the most likely cause of the reported difficulty advancing the delivery system is anatomy-related. The reported partial release of the stent graft into the external iliac artery, reportedly caused by accidental maneuvering of the delivery system and vessel damage could not be confirmed. Procedural images showing the removal of the delivery system and the exact moment when the event occurred were not available for assessment. Device evaluation summary: two still images received for analysis. The first image depicts a valiant captivia delivery system on a surgical table. The external slider and graft cover are retracted and the stent graft has been deployed. No deformation is evident to the device. Image 2 depicts a deployed stent graft on a piece of cloth. No damage is evident to the stent graft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was intended to be implanted during the endovascular treatment of a 50mm taa.it was noted that due to the absence of a healthy anchoring zone, the patient first underwent a supra-aortic debranching (carotid¿subclavian bypass) procedure. It was reported that during the index procedure, despite repeated attempts using the double-guidewire technique and other methods, both the physician and the assistant were unable to advance the device across the aortic arch, and the stent could not be deployed. During withdrawal of the device, the physician inadvertently manipulated the tip capture release and the handle, causing the tip to open and the stent to be partially released in the external iliac artery. The device subsequently became caught in the external iliac artery, which may have resulted in vessel perforation. The partially deployed stent and delivery system could not be retrieved; therefore, surgical incision of the vessel was required to remove the device. Per the physician the cause of the positioning difficulties was anatomy related as the type iii aortic arch was too steep. No additional clinical sequalae was provided and the patient will be monitored.